Event description:
The customer reported that the device does not power on and has a burnt smell after sustaining physical damage. There is no adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.